Event description:
It was reported that an electrical reset occurred on the device. The patient had received radiation therapy for cancer and had not had the device checked after the therapy. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).